Manufacturer narrative:
Fiber was returned. Visual evaluation found the fiber was broken due to misuse by exceeding the bend radius of fiber or exceeding the tensile strength. Lumenis has requested information regarding patient outcome. Should additional event information be provided as requested, a followup MDR will be filed.

Event description:
It was reported that during transurethral uretero-lithotomy (tul) procedure the tip of a slimline fiber was broken and a 5-8 mm fiber fragment remained inside the patient. The physician was unable to find the detached fragment and the procedure was closed with placement of ureteral stent in order to pass the fragment. It was reported the fiber was damaged by excess force at the scope channel.